Event description:
Device 1 of 15 reference MFR. Report# 1627487-2018-02930 reference MFR. Report# 1627487-2018-02931 reference MFR. Report# 1627487-2018-02933 reference MFR. Report# 1627487-2018-02934 reference MFR. Report# 1627487-2018-02936 reference MFR. Report# 1627487-2018-02937 reference MFR. Report# 1627487-2018-02939 reference MFR. Report# 1627487-2018-02942 reference MFR. Report# 1627487-2018-02943 reference MFR. Report# 1627487-2018-02944 reference MFR. Report# 1627487-2018-03185 reference MFR. Report# 1627487-2018-03188 reference MFR. Report# 1627487-2018-03189 reference MFR. Report# 1627487-2018-03191. Additional information received identified infection started at the lead site and radiated to the ipg. The patient was treated with antibiotics and infection has resolved. Also ,it was clarified the peripheral system was explanted due to infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 15. Reference MFR. Report# 1627487-2018-02930, reference MFR. Report# 1627487-2018-02931, reference MFR. Report# 1627487-2018-02933, reference MFR. Report# 1627487-2018-02934, reference MFR. Report# 1627487-2018-02936, reference MFR. Report# 1627487-2018-02937, reference MFR. Report# 1627487-2018-02939, reference MFR. Report# 1627487-2018-02942, reference MFR. Report# 1627487-2018-02943, reference MFR. Report# 1627487-2018-02944, reference MFR. Report# 1627487-2018-03185, reference MFR. Report# 1627487-2018-03188, reference MFR. Report# 1627487-2018-03189, reference MFR. Report# 1627487-2018-03191. It was reported the patient¿s cervical and pns systems were explanted due to an infection. The site of infection is unknown.